Event description:
It was reported that (1) hp052 was about to be used during a mastectomy. It was reported by the rep that during set-up the disposables are hard to thread onto the handpiece. The problem has been consistent with both the surgeons and or staff. There was no consequence to the pt.